Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to recognize signals from all ecgs and therapy electrodes from a test belt. Upon investigation, the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the open r781 cannot be positively identified but is consistent with damage observed after external defibrillation. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Monitor sn (B)(4) was unable to recognize signals from all ecgs and therapy electrodes from a test belt.